Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the initial implant the physician had problems while screwing into the header of the patient's implantable pulse generator (ipg) and had an alert while querying the pacemaker. The ipg was not used and replaced with a new device. No patient complications have been reported as a result of this event.